Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected 2 years ago with 1 syringe of juvéderm volbella® xc. The patient noticed small bumps after treatment and thought they were cold sores. The patient was prescribed acyclovir and had to use a little hylenex to clear. Approximately a year and a half ago, patient received 2nd injection with ½ syringe of juvéderm volbella® xc. A year later, patient had the flu (not device related) and since then has been getting a recurring rash and inflammation once a month. The patient has tried bactroban and steroid which seems to calm it down but it continues to return every month to 2 months. This is for the 2nd injection of juvéderm volbella® xc. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the 2nd injection of juvéderm volbella® xc.